Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room with syncopal episodes. It was found that the implantable pulse generator (ipg) was at elective replacement indications. The ipg was removed and replaced. No further patient complications were reported as a result of this event.